Event description:
A physician was using a gel mark during a biopsy procedure. Physician placed the marker pellet (later verified by mammography). When physician removed the application from the mammotome probe, physician noticed the tip had sheared off. Physician found the tip in the mammotome bowl following the procedure. There was no pt's adverse effect.